Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta head, 12/14, 32 x 0 on (B)(6) 2015 on the left side. It was also reported: "patient suffered a periprosthetic femoral shaft fracture about total hip components. The kinectiv stem was determined to be well-fixed as was the acetabular component. Only the kinectiv neck and biolox head were explanted and replaced with new components. The fracture was fixed with cables, a plate and screws." The surgery took place on (B)(6) 2015. (The kinectiv neck is reported in (B)(4) by zimmer inc., (B)(6).).

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. Review of incoming information: it is reported that patient suffered of bone fracture. Patient received the products on (B)(6) 2015 and on (B)(6) 2015 bilox head and kinektiv femur neck were removed. Fracture has been treated with plate, cables and screws. Un-dated x-rays: 3 x-rays were returned for investigation. One lateral view and 2 ap views. On both images can be observed the tha of the left hip. The kinektiv stem combined with biolox head, trabecular metal cup (fixed with 2 screws) can be recognized. The pictures were taken with high probability after the tha but at unknown time. The inclination angle of the cup seems to be slightly below 40°. Bone quality seems to be good and no other conspicuous information is available. Surgical report dated (B)(6) 2015: (B)(6) female patient (bmi of 34.22 with good bone condition but with severe arthritis on both femoral and acetabular side) underwent tha of left hip. On femoral side a kinectiv stem (zimmer (B)(4)) combined with a biolox head (zimmer (B)(4)) were implanted. On acetabular side a trabecular metal cup (zimmer (B)(4)) with pe insert a 2 screws were implanted. Cup was positioned at 45° inclination angle and 20° antiversion angle. Medical visit dated (B)(6) 2015: exam of left hip did not reveal conspicuousness. Possible causes for the reported event according to dfmea: line 22 : mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong size of head diameter and/or offset, wrong taper size combination. Line 24 : mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products. Line 26 : loss of connection, fracture of ceramic head -> due to use on a damaged stem taper. Line 28 : loss of connection, fracture of ceramic head -> due to particles between stem and head taper. Line 33 : compromized taper fixation strength, fracture of implant -> due to high patient activity, patient disregards limits of the device. Comparison to investigation results whether it is possible and justification: line 22 : not possible -> combination approved by zimmer. Line 24 : not possible -> combination approved by zimmer. Line 26 : possible -> product not returned, cannot be excluded. Line 28 : possible -> product not returned, cannot be excluded. Line 33 : possible -> from the information provided, it is not known what caused the bone fracture. It could be a traumatic event. There is no information in the documents provided which connects the biolox head to the reported event (bone fracture). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).